Manufacturer narrative:
Resmed has requested for the device to be returned, so that an investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that a s8 CPAP caught fire. There was no patient harm or serious injury reported as a result of this incident.